Event description:
It was reported that during a procedure to implant a stent graft in an upper arm av access site, the device did not deploy. The doctor is an experienced and frequent user of the device. The procedure was sheathless and a 0.035 guide wire was used. It was discovered after the procedure was completed with a different device, that the tuohy was loose on the device that did not deploy, and once it was tightened, the stent did deploy on the table outside of the patient. No injury to the patient reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The complaint is confirmed. The examination of the returned complaint sample confirmed that the outer sheath was elongated at the guiding tube. According to the information received, the procedure was done sheathless using a .035 inch guide wire. The use of the system without appropriate introducer sheath resulted in high deployment forces led to the inability to deploy the stent. During functional testing, the stent graft could be released without any problem as the system was no longer exposed to the high friction. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.